Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the coefficient variation percentage (cv%) of the architect troponin-I is higher than the package insert claim. The package insert claim states that the lowest architect stat troponin-I assay value exhibiting a 10% cv is 0.032 ng/ml. The customer is receiving: see scanned table. There was no impact to patient management reported.